Event description:
It was reported that an unspecified ¿alarm pressure¿ occurred during use on the homechoice (hc). No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). A device history record review was performed and revealed no issues that could have caused or contributed to the reported problem. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. A visual inspection and functional test was performed with no abnormalities noted. The sample was determined to meet performance specification requirement. There was no non-conforming product identified related to the reported problem. The reported problem was not confirmed via the event history review ;however, it was determined that check patient line alarm in the alarm log is most reflective of the reported condition and has confirmed the reported issue. The assignable cause for the reported issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.